Event description:
The tip of the forceps "broke off" during surgery. There was no adverse consequence to any pt or delay in surgical or anesthesia time.

Manufacturer narrative:
The root cause of this event is attributed to misuse of the device by the user. The device is intended to remove pre-loosened cement particles from the femur. The device is not intended to break cement from the cement mantle. Corrective action has been implemented to prevent misuse and the likelihood of failure if misused.